Event description:
It was reported that after a mammoplasty procedure at the user facility the device was used incorrectly as a source of suction in the chest area. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.